Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the plastic distal end cover had dents and scratches. The bending section cover glue was cracked. The objective lens glue was worn, and edge chipped. Switch button 1 was cut. There was 2 white dots and minor black dots not seen in orange cone. The nozzle glue was worn. Light guide tube had minor scratches. The scope connector boot was chipped. The insertion tube had excessive snakiness, chipped boot and minor scratches. Light guide prong had loose cover glass. Due to wear of angle wire, bending angle had reduce angulation. Labels were peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope picture was fuzzy and color was red. It appeared as if it was a low-resolution camera image. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the image issue could not be determined. Olympus will continue to monitor field performance for this device. Additional information about the event was requested, but not received. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspection of the endoscope : inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.